Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was present on the lead for a long time. After multiple programming changes the physician elected to replace the lead. The lead was capped and replaced on (B)(6) 2017 without complication. The patient tolerated the procedure well.